Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an intensive care unit of a hospital. The caller stated that the customer had diabetes complications for years, had been on dialysis due to kidney failure, had a weak heart, had neuropathy, toe amputation, a new pacemaker put in, gastro paresis (towards the end), leg problems and pains, and sometimes the restless leg. On (B)(6) 2015, the paramedics were called around 2:00 am. According to the paramedics, the customer's blood glucose was 550 mg/dl. The customer was taken to the hospital and the insulin pump was removed from her. She was not wearing the insulin pump at the time of death. At the hospital, her blood glucose was managed with intravenous fluids and injections. The customer passed away on (B)(6) 2015 at 4:35 pm. The customer's blood glucose at the time of death was unknown. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The daily insulin total average was from 9.4 units to 31.1 units, total basal insulin from 4.925 to 5.475 and total bolus from 4.0 to 29.75 units. Two weeks of data were listed for the date of (B)(6) 2015.